Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during d/a converter checks when input knob is selected for a value of 0. Adc 9 min and max are out of range (-20: 20) and when the input knob is set to 100 adc 10 min and max are out of range (-20 : 20)

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during d/a converter checks when input knob is selected for a value of 0. Adc 9 min and max are out of range (-20: 20) and when the input knob is set to 100 adc 10 min and max are out of range (-20 : 20).